Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported "plaintiff was implanted with the recalled allergan biocell implants. As a direct and proximate result of biocell implants, plaintiff is at an increases risk of developing bia-alcl. Had plaintiff been informed that biocell would expose them to an increased risk of bia-alcl, they would have never had the biocell implants installed. Plaintiff noticed that breast was deflated. Plaintiff sought consultation from doctor who confirmed implant had deflated. Plaintiff underwent surgery to replace recalled allergan biocell implants. Due to the condition of the implants coming apart at the seams, the surgery was extensive and the healing time was extremely painful. Plaintiff's implants were subject to the worldwide recall due to the risk of it causing bia-alcl." This record will represent the right side. The device has been explanted and replaced.